Event description:
The customer reported that the device did not give a shock advisory in v-fib. There was no negative pt impact as a simulated pt was involved.

Manufacturer narrative:
(B)(4). The customer reported that the device did not give a shock advisory in v-fib. There was no negative pt impact as a simulated pt was involved. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.